Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer's reservoir plunger does not move when pushed. Customer stated that when they attempt to fill reservoir with insulin and then flick the reservoir to release the air bubbles, the plunger does not release the air bubbles. Advised customer issue may be due to the transfer guard. Customer's blood glucose level was 432 mg/dl at time of reporting. Nothing further reported.